Manufacturer narrative:
Device evaluation a visual examination of the catheter was carried out and a twist was noted on the balloon profile. Approximately 18.5 cm distal from the distal tip. The twist is more visible when viewed under a microscope a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.018¿ guidewire from the lab was loaded through the tip and exited the inflation port of the hub without any difficulty. An indeflator with pressure gauge was used to inflate the balloon to 6 atm (nominal pressure) and the balloon inflated with the twist indent visible on the balloon profile. Balloon was inflated to 14atm (rated burst pressure). Twist no longer visible and balloon inflated without issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme pta balloon with a non-medtronic 6fr and 0.018 non-medtronic guidewire during treatment of a 300mm lesion in the patient¿s proximal, mid, and distal, right superficial femoral artery (sfa). Artery diameter reported as 5mm. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. A balloon twist is reported. A rewrap issue was not noted. The dilatation took place with the candy wrap effect on the balloon. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.